Event description:
Procedure performed: ni event description: surgeon somewhat new to using model cd005 and during surgery became concerned that she did not see a guide bead. Therefore, she decided to use a new bag, which did have a visible bead. Due to this, they did an x-ray on the patient and did not see any particulate inside the patient. Additional information provided by [name] on 05feb2026 via email: after consulting with the surgeon, we determined that the deployment button was not pushed at the correct time. The surgeon was attempting to deploy the bag and expected to see the guide bead but was unable to visualize it. The guide bead was not visible because the deployment button was not activated at the appropriate time, which would have triggered the bag¿s final deployment and exposed the guide bead. Yes, this occurred before the activation of the delta button. Based on discussion with the team, it appears there was confusion about when the activation button should be pushed. Note: this was the email from the customer; last week, dr. [Name] had a case where she was using one of these bags, lot # 1536457. During the case, dr. [Name] did not see a bead at the top of the bag to cinch the bag. She thought maybe these did not come with a bead, but she used another bag on her next case, and that one did have the bead. They had to x-ray the previous patient to rule out the possibility of the bead being left inside the patient. Unfortunately, the first bag was discarded after the case. Intervention: used a new device. Patient status: no patient injury.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.